Event description:
N/a.

Manufacturer narrative:
The primatrix (ID 607-005-018) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: question: for our documentation, can you please advise why there was a delay in submitting the medwatch forms for the various primatrix complaints reported in november of 2023. Some complaints date back as far as 2019, but all complaints were reported at the same time in november 2023. Was this due to the recall? Answer: "yes. This was due to the integra recall." FDA recall number: res# 92481.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Other health effect - clinical code 1 e230101 e2330 e0306 e2014 e2338.

Event description:
A facility reported: "(B)(6) medial plantar aspect of the left great toe- large thick periwound callus (unsure of this is right or left; inconsistency in charting) patient had right diabetic ulcer of right foot- right great toe. Primatrix placed. Per note: on 2021 pt here for follow up she has ulcer with persistent periwound callus of the left plantar great toe it measures sl improved this week of (B)(6) 2021- follow-up appointment. Collagen utilized in wound. No fever. (B)(6)- follow-up appointment- persistent periwound callus. No signs/symptoms of infection. Wound was cleansed with vashe and gauze. Primatrix #2 not placed due to the wound being peri wound being macerated. Changed to silver alginate and wrapped with kerlix and coban- size improved this week. (B)(6)- presented to ed with reports of fever, chills, generalized weakness, and pain, cough, ulcerative lesion to the right great toe. Patient with history of sepsis previous diabetic foot ulcers and recurrent uti. Itis noted that she is ill- appearing and toxic-appearing. Ulcer and skin breakdown documented on right foot. Lactic acid 2.2. Temp: 102.5. Dx: sepsis and uti. Possible diabetic foot infection. Right great toe was noted to be red and some drainage was noted from the ulcer. The right great toe is red and slightly warm to touch. Per wound consult: she was last seen at the outpatient wound clinic on (B)(6) or (B)(6). On that visit the ulcer to the plantar surface of the right great toe measured slightly smaller. Ms. (B)(6) had a primatrix graft applied the week prior with the dressing left in place for a week as instructed. However on the last visit with wound clinic it was decided to hold off on placing another graft and instead using silver alginate and changing the dressing daily. There were no indications of infection to the wound on that visit. Upon presentation to the ed the right great toe was noted to be red and some drainage was noted from the ulcer. Exam this morning reveals an ill appearing female patient currently on low dose pressors to maintain an adequate blood pressure. Urinalysis from last night indicates a significant uti. The right great toe is red and slightly warm to touch. The ulcer on the plantar surface measures 1.8 cm x 1.7 cm x 0.5 cm. This is considerably large than it was on (B)(6). The wound bed is a reddish brown with scant tan colored drainage. The periwound continues to be calloused with a halo appearance. The wound was cleansed with normal saline and a small allevyn bordered foam was placed. After MRI is done will place appropriate dressing. Plain films obtained last night demonstrated lucency in the plantar soft tissue of the 1st digit which was worse when compared to exam earlier in the year. There was also soft tissue swelling in the dorsum of the foot. Dx: diabetic foot ulcer with cellulitis and osteomyelitis of the right hallux. Patient underwent toe amputation of right great toe on (B)(6). Of note: bc were + for mssa. Uti- e. Coli. Patient d/c on (B)(6) home with hh. On (B)(6), patient had debridement of right 1st metatarsal and sesamoidectomy of right footshe has exposed bone during follow-up. Additional follow-up debridement showed that patient was doing well." Additional information received: primatrix placement location (right or left great toe) answer: diabetic ulcer of other part of right foot associated with type 1 diabetes mellitus, with fat layer exposed (hcc). Placement date (m/d/y). Answer: (B)(6) 2021. Patient health effect / patient health effect date answer: (B)(6)- medial plantar aspect of the left great toe -healthy appearing wound base with large thick periwound callus. Treatment: answer: clean wound with vashe and 4x4's, primatrix graft applied by dr (B)(6) as documented, covered with calcium alginate, wrapped with kling, and secured coban. Patient instructed to leave on for 3 days and she may change outer dressing, but to leave graft in place until return visit.